Event description:
It was reported by the aci sales professional that a(B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled down, the physician withdrew the sheath from the tissue tract and the advancer tube was not visible. The advancer tube remained inside of the device. The device was removed and the patient was converted to 10 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was protruding from the shuttle cartridge side slit approximately 175mm from the balloon proximal tip. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1311701) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause of the reported failure to deploy could not be conclusively determined.